Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular noise reversion episodes were observed when the patient presented through merlin.net transmission. Review of episodes noted lead noise. Programming changes were recommended. No intervention was performed because the patient is in hospice care unrelated to the device. Patient was stable and will continue to be monitored.